Event description:
It was reported that the sticky part of the cover was partly folded over the sheath. During installation, this led to its tearing. So, another cover was used. No clinical consequences on the patient. No patient injuries, infections, or complications were reported.